Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right atrial (ra) lead exhibited noise. The ra lead was capped and replaced on (B)(4) 2023. The patient was stable throughout the procedure.